Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) failed to unfold during the surgery. The trailing haptic was stuck to optic and used second instrument was used to force the haptic free from the iol. No patient harm was reported. No more information available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).